Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and hit the lift gate on a truck and the pump touch screen became shattered. Additionally, the touch screen became dark and customer was unable to see anything on the touch screen. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.